Event description:
There is no new patient or event information to report.

Manufacturer narrative:
H6: method code: testing of device from same lot/batch returned from user (4101). Investigation ¿ evaluation. It was reported, during a "jj" stent placement procedure, the sheath of a roadrunner wire guide comes off, preventing placement the "jj" stent. Another wire guide was used to complete the procedure. A visual inspection of 5 unused/unopened devices returned from the user was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawing, manufacturing instructions, specifications, and quality control data. The complainant returned five sealed wire guides for investigation. Physical examination of the returned device showed a box of 5 sealed wire guides were returned from the reported lot number. There was no visible damage and no used devices were received. All 5 devices were removed from their packaging. All five devices were removed from the wire guide holder. All five wire guides smoothly came out from the wire guide holder. There were no bends or physical damage to any of the five wire guides. The polymer jacket had no damage for all five wire guides. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found one other complaint associated with the complaint device lot number (reference MDR # 1820334-2020-00682). This other complaint is for the same failure and was reported from the same customer at the same time as this complaint. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no related non-conformances. It was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. There is no product¿s instructions for use [IFU] for this catalog number. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. It is possible that the polymer jacket was not adequately attached to the wire guide, causing it to separate. However, there are 100% inspections in place prior to release. It is also possible that excessive forces were applied to the device during the procedure, causing the polymer jacket to separate. The wire guide is hydrophilic coated. If the coating was not adequately activated, it can cause resistance during the procedure. This can result in the peeling of the polymer jacket. The investigation conclusion for this complaint is the cause is traced to a component failure without a manufacturing or design deficiency. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided 14apr2020. The procedure being performed was placement of a jj stent, the procedure was completed using another guide. It is not known what type or size of scope that was being used with the complaint device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6) 2020. Catalog number: device is not marketed in the united states. There are similar devices marketed in the united states, for example catalog number rpc-038145-0. Information for rpc-038145-0: common device name: ocy endoscopic guidewire, gastroenterology-urology, product code: ocy. PMA/510(k) # k082536. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unknown procedure using a roadrunner wire guide, the sheath comes off, preventing placement of a "jj" stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.